Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The stapler sureform green reload was analyzed and found to have been partially fired, with the blade exposed from the surface of the reload. The blade stopped traveling at approximately 40% of the way down the reload, which aligns with the approximately 48% completion shown in the logs. The reload was returned with the stapler used in the procedure. The stapler was investigated and found to have no abnormalities or issues, and the failure was not replicated through in-house testing. Inspection of the reload revealed no shuttle damage or blade damage. Very minor cartridge damage was observed on the proximal end knife track, and no material was missing. Pusher damage was observed on a few pushers on the left side of the reload only. The pushers were found with minor deformed edges, and malformed staples were observed to still remain in their pusher pockets. Pusher damage and malformed staples may be related to the very high firing forces measured during the reported failure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the green reload to perform failure analysis. The green reload was found to have the knife exposed within the knife track and a firing failure based on log review and in-house observations. Additionally, the reload was observed to be partially fired. Further inspection found that the cartridge appeared to be damaged within the knife track. The damages within the knife track were observed near the location of the exposed component. The staples that were present on the deployed pushers were found to be malformed and not fully formed. The reload was also found to have pusher damage on the pushers with the malformed staples. Isi also received the sureform 45 stapler used with the green reload during event to perform failure analysis. The instrument was found to have a firing failure based on log review but was not replicated during in-house testing. A review of logs showed a firing failure, error code 22030. The stapler was tested, and the instrument initialized, clamped, fired, and unclamped without any issues. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. Advanced technical review (results): a review of the logs for the sureform 45 stapler associated with this event has been performed by an intuitive surgical, inc. (Isi) advance failure analysis team. The following additional information was provided: logs show pn 480545-04, ln l10230330-0566, was installed on the system 12x and fired 10 reloads (6 blue, 2 white, 1 green, 1 black, in that order). On installs 1-5, the first clamp was successful, and the firings were each completed with no pauses for compression. On installs 6 and 7, no clamping or firing was performed. On install 8, the user was prompted to manually select the reload color, due to not firing on the previous install. The blue reload was selected. On installs 8-10, the first clamp was successful, and the firings were each completed with no pauses for compression. On install 11, the first clamp attempt was incomplete, stopping at ~62% completion. The next 2 clamp attempts were successful, but were followed by a firing failure. The firing stopped at ~48% completion. After a duration of ~24 seconds. Peak torque was measured at 694 n. On install 12, the first clamp was successful, but was followed by a firing failure. The firing stopped at ~51% completion, after a duration of ~34 seconds. The user then initiated force fire, however that also resulted in a failure at ~63% completion. This failure resulted in error code 22030 in the logs. The instrument was then removed and not used in the procedure again. There were no additional stapler related errors in the logs.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the surgeon was unable to complete the staple fire. Surgeon tapped the blue pedal to unclamp and removed the stapler. There was a ¿warning blade may be exposed¿ message. The procedure was completed with no reported injury.